Manufacturer narrative:
(B)(4). The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The customer returned one, opened psi kit for analysis. Visual analysis confirmed that the location of the kink corresponds to where the sheath is in contact with the guidewire advancer assembly in the packaging. A device history record review was performed, and no relevant findings were identified. Based on the damage observed on both the sheath and protective tubing, packaging design likely caused or contributed to this defect. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "the issue appears to be that the catheter was deformed (flattened. Patient is fine. Replaced with a new one."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the issue appears to be that the catheter was deformed (flattened. Patient is fine. Replaced with a new one."